Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 330 mg/dl at the time of incident. The current blood glucose was 200 mg/dl. Customer treated with insulin pump. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Customer also reported that after self test insulin pump had pump error alarm. The insulin pump and reservoir will not return for the analysis.